Manufacturer narrative:
(B)(4). Batch #: p58t9m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that when using cdh29a in the open lar procedure during which first the anvil was not getting detached even after complete rotation of the knob anti-clockwise then the firing trigger didn't get closed completely and stuck in between & didn't fire because of which surgeon had to use another device to complete the procedure. There were no fragments generated and the surgery was delayed by 30-minutes with no other medical intervention required. The procedure was successfully completed, and the patient recovered well; there were no patient consequences or change in the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a device from top view with the extended trocar, the anvil can be seen detached and the washer completely cut. The second photo a device from trigger area with batch # p5879m, serial number: (B)(6) and the safety disengaged. The third photo shows a device from top view with the extended trocar, the anvil partially attached, and the washer cut. Based on the photos reviewed, the event describes cannot be confirmed.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2021. D4: batch # p58t9m. H6:component code = g07. Investigation summary : the product along with three photos were returned to ethicon endo-surgery for evaluation. Upon visual inspection of three photos, the following was observed: the first photo shows a device from top view with the extended trocar, the anvil can be seen detached and the washer completely cut. The second photo a device from trigger area with batch # p5879m, serial number: (B)(6) and the safety disengaged. The third photo shows a device from top view with the extended trocar, the anvil partially attached, and the washer cut. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and guide face were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the anvil was attached and removed as expected and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.